Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 53 mg/dl. The customer was hospitalized on (B)(6) 2015 at 3:30 pm for the low blood glucose. The customer stated that they were eating snakes at home and felt that they're blood glucose was going low. The customer mentioned that they had issues with their transmitter giving signals. The customer mentioned that they had lost sensor alerts. The customer stated that they will contact the health care provider about the possible causes of the low blood glucose. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.